Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
The customer reported the cable failed when a patient was connected to the sensor. No patient impact or consequences were reported.